Event description:
An ipp device was implanted on 1/3/94. The right cylinder and pump were revised on 6/28/94. The entire device was removed from the pt and replaced on 7/17/97 due to cylinder failure-burst.